Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening, observed a missing piece of shell assessed as inconclusive and observed an opening assessed as surgical damage. As per the investigation procedure, creases, wear abrasion, non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5; b6; d9; h3; h6.

Event description:
Patient's relative reported right side rupture. Device has been explanted.

Manufacturer narrative:
DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Additional, changed, and/or corrected data: a4, b5, d6b, h6.

Event description:
Healthcare professional later confirmed rupture. Device has been explanted and replaced.

Event description:
Patient's spouse reported rupture. This record is for right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.